Event description:
Allegedly revision surgery was performed due to broken implants.

Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.